Manufacturer narrative:
Section g4, PMA/510(k) #: corrected. Section h5: corrected. Section h8: corrected. Manufacturer's investigation conclusion: the reported event of loss of external power to the mobile power unit (mpu) (serial number unknown) was confirmed via log file analysis. Data from the reported event date of (B)(6) 2024 was reviewed. At 06:43:15, low power hazard and no external power alarms activated consistent with an interruption to ac power while the system controller was connected to the mpu. The alarms resolved at 06:43:20 when power was restored to the mpu. The backup battery was able to provide support to the system as intended. The loss of external power did not prevent the controller from supporting the pump as intended. Attempts to obtain additional event information were made, but no response was received. The root cause for the loss of ac power was not able to be determined via this investigation the device history records were not able to be reviewed due to the serial number of the mobile power unit being unknown. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was having numerous low voltage alarms. The event log file contained clusters of routine pulsatility index (pi) events as well as routine power source changes. The low voltage advisories seen in the log file appeared to be the result of the patient routinely depleting batteries into a low voltage state. The log file also contained loss of external power events while connected to the mobile power unit (mpu). The low voltage hazard events seen were the result of slow discharge of the mpu capacitors when they suddenly lost power. The controller did switch appropriately to the backup battery (ebb) when external power was lost. These events appeared to resolve once external power was completely restored. On 26aug2024 it was noted that following a controller exchange the new controller would not clear an ebb fault. Another controller was provided, and this one worked.